Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had leaking noise from the bottle mount to the helium bottle. The device was not in use and was in storage. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, g3, g6, h3,h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and replace the tubing assy helium . The device passed all performance and safety tests according to the factory specifications then returned to the customer approved for clinical use.